Event description:
Purchased the device on july 20, 1996. They practised with the bacteriostatic sodium chloride provided. He had wet and partial injections with the sodium chloride. They proceeded to use the device with insulin. They did make adjustments to comfort settings as advised, but were unable to find a setting that gave him good injections. His blood glucose levels elevated and he complained of back pain and was brought to the hosp on 7/29. He was admitted to the hosp on the for 450 blood glucose levels and ketones in his urine. He is currently using syringes and has returned the device to the store for a refund.